Event description:
Caller alleged imprecision with inratio meter. Results as follows: 1st=nes, 2nd inr=1.5, 3rd inr=2.0. Second and third readings done within 15 minutes of each other with a different fingerstick on separate fingers. Patient is on coumadin approx 1 year. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2009, 1st inr = nes, 2nd inr = 1.5, 3rd inr = 2.0, inratio meter mean = 1.75, sd = 0.35, %cv = 20.20. The 20.20% cv is more than 20%. The precision test failed the criteria for precision. In-house precision test: test date: (B)(6)2009, inratio meter: in-house meter (B)(4). Retained strips: (B)(4). Two normal donors. In-house precision testing provided (inratio meter): donor 1: return (inr) - 1.0, in-house (inr) - 1.2, mean: 1.15, sd: 0.07, %cv - 6.15%, pass. Donor 2: 0.9, 1.0, 0.95, 0.07, 12.86%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results of 6.15% and 12.86% cv respectively for each donor are less than 16%. Both samples pass the criteria for precision. Product deficiency is not produced. No further action is required. No corrective action is required as no product deficiency was established.